Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a spinning spiros¿ closed male luer, purple cap where it was reported by the customer: ¿once connected to the luer lock syringe it disconnects not guaranteeing the closed system.¿ there was unknown patient involvement, unknown adverse event/human harm.

Manufacturer narrative:
Received two used list# 011-ch2000s-pc, spinning spiros¿ closed male luer, purple cap. No physical damage or other anomalies observed. Both returned spiros came back activated. No mating device was returned for evaluation. No spline damage or shear tab anomalies were noted on the spiros. Customer complaint of "the spiros disconnects not guaranteeing the closed system" is confirmed. The complaint can be confirmed based on the device being returned activated, indicating a disconnection from the mating device. Spiros was functionally tested and dimensionally measured and met product performance specifications. The probable cause of the disconnect is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg 4/2/2025.